Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and high blood glucose (bg). Customer declined tandem technical support's offer to troubleshoot. Customer did not provide further information. Bg at the time of report was 204 mg/dl.